Manufacturer narrative:
D4: UDI updated. UDI related data quality updates only.

Manufacturer narrative:
Other, other text: b3, b5, d10, h3; updated. D3, g1,2 email is: (B)(6).

Event description:
Additional information received via email. The date of the event was (B)(6) 2023. It occurred at andong medical center.

Manufacturer narrative:
Other, other text: h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. D3, g1,2 email is: regulatory.responses@icumed.com. One new device was received. Per visual inspection it was noticed that on the device was one manufacturing date and, on the box, was another one, the two dates were not matching. The complaint was confirmed. The root cause was a label with a wrong manufacturing date was glued on the box by manufacturing. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Functional and delivery tests noted the pressure gauge was not working properly and was replaced. A new label was also printed. No further repair was necessary. This issue was brought to the attention of manufacturing quality.

Event description:
It was reported that the printed manufacturing date between device and box was mismatched. No patient involvement and no injury.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.